Event description:
Philips received a complaint on the mrx device indicating that the battery is faulty. The rse evaluated the device remotely. It was determined that the battery was exhausted, but since this device model is end-of-life (eol) the battery cannot be ordered. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was exhausted battery. The reported problem was confirmed.